Event description:
It was reported to tyco health care/kendall in 2008 that a customer had a problem with a dialysis catheter. Customer stated: "palindrome dialysis catheter's adapter is cracked, pt will be scheduled for an exchange".

Manufacturer narrative:
Per sales rep: "catheter was replaced". An investigation is currently underway. Upon completion, the results will be forwarded.